Event description:
It was reported that a customer experienced a cracked and shattered touchscreen on their pump, which rendered it unusable. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.